Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that the patient was brought into the clinic. The sales representative was not present at the appointment and has no further information to provide. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated the patient presented to clinic with the recurring lv impedances measurements greater than 2,000 ohms. All the other configurations were tested and were 1,100 ohms. The physician elected to leave the configuration unchanged and continue to monitor as there had been no related patient symptoms associated. The physician was instructed to contact the clinic if their condition changed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable left ventricular (lv) lead were exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. There was no evidence of noise on the electrogram and the pacing threshold measurements were appropriate. The patient had also reported hearing beep tones, however it was confirmed that the device does not beep for out of range measurements. A boston scientific technical services consultant recommended various troubleshooting techniques. To date, there have been no adverse patient effects reported.